Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, and prime/compromised force sensor system test. Unit received stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm was noted in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer received the motor position encoder error alarm while filling the tubing and when she tried again the insulin pump alarmed motor error. Customer's blood glucose level was 132 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.